Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-12883. It was reported that the patient experienced arrhythmia. The implantable cardioverter defibrillator and right ventricle lead exhibited under-sensing of the arrhythmia present and therapy was not delivered. Patient deceased.

Event description:
Related manufacturer reference number:2017865-2021-12883it was reported that the patient experienced arrhythmia. The implantable cardioverter defibrillator and right ventricle lead exhibited under-sensing of the arrhythmia present and therapy was not delivered. Patient deceased. It was noted that the patient was very sick and that there is no allegation from the physician that suggests the death was related to the patient's system or any procedures involving the system.